Manufacturer narrative:
(B)(4).

Manufacturer narrative:
These parts are not approved for use in the united states; however, the catalog #s 6955724, 6955828, 6900240 with 510k # k043020 and k123906 of 'like devices' were cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945724 / lot: unknown (x2) part: g6945828 / lot: unknown (x2) part: g6900240 / lot: unknown (x2) although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior cervical spinal surgery at c4-5. Sometime post-op it was reported that the patient had c5 palsy. The patient was sent to physical therapy. No additional patient complications were reported.